Event description:
On (B)(4) 2010 (B)(6), an employee of (B)(6) contacted medivator's technical service engineer. The employee from the facility reported she discovered a scope technician was reprocessing the scopes and ignoring the lcg fail alarm. She also requested an in-service for their scope technicians.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete.

Event description:
A customer reported receiving readings on his freestyle lite blood glucose meter that he perceived as incorrect. The customer reported the following readings: on (B)(6) 2010, the reading of 92 mg/dl (3:28 pm); on (B)(6) 2010, the reading of 113 mg/dl (1:46 pm); on (B)(6) 2010, the readings of 146 mg/dl (2:45 pm), 127 mg/dl (8:29 pm) and 92 mg/dl (9:05 pm); on an unknown date, the reading of 134 mg/dl (3:02 pm). The reported readings were not obtained within ten minutes. The customer additionally reported that a reading issue contributed to a medical event when he lost consciousness. However, the customer did not reportedly know when the reading issue and the medical event occurred, and which reading could have contributed to the medical event. The customer reportedly refused to complete the troubleshooting surveys stating he was too stressed at that time. It is unknown if third-party medical intervention and emergent treatment was required. There was no report of death or permanent impairment associated with this event.